Manufacturer narrative:
A philips field service engineer (fse) went onsite and found that the spo2 was working fine without any problems even when the surgery was going on and with flipping the patient. After investigation, the fse found that the customer is using spo2 cables with manufacturer date since 2015. Usually if spo2 cables have high load, the customer can use the cable between 2 to 3 years. It was also found that the customer is storing the cables and squeezing them inside the handle of the x3 which can cause the damage and minimize the lifetime of the cables. The fse showed them how to store them correctly without any squeezing. The fse also recommended using another type of pulse oximeter, which is used specifically for the operating room (or). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported that oxygen saturation (spo2) was not picking up all the time, very inconsistent, not monitoring the patient correctly, and incorrect data/readings. The device was in use on a patient at the time of the event. There was no adverse event reported.